Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patella cutting jigs were broken during sterilization. The saw captures are broken off.

Manufacturer narrative:
Examination of the submitted device confirmed one of the two saw captures is broken and separated from the instrument body. The instrument is and has been subjected to heavy usage. The root cause is being attributed to device wear from normal use and servicing. Based on the determination of device wear from normal use and servicing as the root cause, the need for corrective action is not indicated. Monitor trends through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.